Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was no urine flow after insertion. Subsequently, the catheter was replaced.

Manufacturer narrative:
Received only the catheter for evaluation. The reported event was unconfirmed, as the problem could not be reproduced. There were no visual defects noted on the returned catheter. Per the functional testing, the balloon was inflated with 10cc water and flow rate testing was administered. While inflated, the flow rate was 100ml/min, 110/min and 100ml/min. The internal flow specification for a sample of this product type is 100ml/min minimum. Therefore, the sample met the internal flow rate specification. Water was introduced through the drainage eye and came out from the drainage funnel without difficulty. The reported event was unable to be duplicated. The catheter was dissected and no conditions were found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was no urine flow after insertion. Subsequently, the catheter was replaced.